Event description:
It was reported that the programmer displayed an error code and that the programmer kept displaying this during use. Rebooting the programmer would be successful but then the error would recur. Follow-up determined that the programmer was able to perform its essential function. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that an error code was displayed and the link electronic module (lem) board was therefore replaced and calibrated. Analysis also noted that the stylus was damaged and therefore it was also replaced and calibrated. (B)(4).